Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Guide wire was sheared (partial) during procedure and the wire lost its elasticity it the middle of the procedure. The guidewire was removed in its entirety. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Guide wire was sheared (partial) during procedure and the wire lost its elasticity it the middle of the procedure. The guidewire was removed in its entirety. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was not delayed/interrupted.